Manufacturer narrative:
(B)(4). B5: describe event or problem ¿subsequent to the initial MDR, a correction is required. G3: date received by manufacturer - additional. H2: additional information/ correction. H10: corrected data. H6: type of investigation - correction ( code 4121 removed).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.